Event description:
It was reported that during a procedure faradrive steerable sheath was selected for use. It has been mentioned that during insertion of the farawave catheter, air was continuously drawn in from the sheath. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress.

Event description:
It was reported that during a procedure faradrive steerable sheath was selected for use. It has been mentioned that during insertion of the farawave catheter, air was continuously drawn in from the sheath. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.